Event description:
The customer alleged that the pump received a "no flow" alarm. The customer followed troubleshooting steps and the pump indicated it was running, but it wasn't. The customer tore apart a set and found the formula was stuck in the blue rubber part of the set. The pt went hours without eating and became dehydrated. The pt was taken to the hospital for hydration. Drug, medication or food being delivered: neocate jr 30 k cal. Intended rate and dose: 57 mls/hr inf dose.

Manufacturer narrative:
Moog requested that the pump and set be returned for investigation but neither have been returned. A valid serial number was not provided. A follow-up report will be sent if more info becomes available.